Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned femoral impactor confirmed that impaction shoe had broken into two sections. The failure in the impaction shoe occurred as a result of chemical embrittlement due to a combination of exposure to disinfection and decontamination in the field. To minimise the risk of further failure occurring the change in material from radel 5500 to propylux hs was implemented on (B)(6) 2014 as a running change for future batches. It should be noted that the product concerned in this complaint is from a batch previous to the design change. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The locking femoral inserter/extractor cracked while impacting final femoral implant.